Event description:
Discrepant blood glucose values obtained on the device while checking a patient's glucose. The device displayed results of 375 and 167 mg/dl back to back. A lab was drawn and came back as 167 mg/dl. The next day on the same patient, the device read 432 and 88 mg/dl. Later in the evening the device read 405 mg/dl and a lab was drawn with a result of 118 mg/dl. Treatment was not based upon the device results. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.